Manufacturer narrative:
Right ventricular outflow tract (rvot) dysfunction is common following surgical repair of tetralogy of fallot and other forms of complex congenital heart disease. This results in pulmonary stenosis or regurgitation and may ultimately lead to rv failure and dysrhythmias. Obstruction of the rvot can be the result of abnormalities at the mid-right ventricle (rv), the infundibulum, the pulmonary valve, the supravalvular region, or at the branch or peripheral pulmonary arteries. These lesions are usually congenital but can be iatrogenic as a result of previous cardiac surgery. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, rvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case the patient with tetralogy of fallot underwent an implant of a 20mm sapien 3 valve inside of a non-edwards surgical valve off label, in the pulmonic position. 2 years post procedure, the valve was explanted due to an obstruction. The protheses were of small size possibly patient prosthetic mismatch (ppm) and there was some muscle band within the right ventricular outflow tract cavity. The sapien 3 had not had any issue with the mobility of the leaflet tissues. Those muscle bands were divided and a edwards surgical valve was implanted with a bovine pericardial patch augmentation of the main pulmonary artery, pulmonary valve annulus and the right ventricular outflow tract. The patient was doing well after the procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). For follow-up report 2, a correction to fields d2 and g4 was submitted in the supplemental report.

Manufacturer narrative:
An administrative review of 3500a forms posted on the maude database showed this manufacturer report was submitted with the incorrect (common device name, product code, PMA number, or other missed or incorrect information). A correction to fields (list the corrected fields on the form) is being submitted in this supplemental report.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6) , a 20mm sapien 3 valve was implanted in the pulmonic position. Approximately 2 years post implant, the valve was explanted, and a surgical valve was implanted. No further information regarding the reason for the valve explant was provided.